Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that something was going on with this right atrial (ra) lead as the patient was having symptoms of shortness of breath (sob) and exhaustion. There was no further information provided. As of this time, the lead remains in service. No adverse patient effects reported.